Event description:
Boston scientific received information that the tachycardia therapy of this implantable cardioverter defibrillator (ICD) device was turned off and set to monitor only as the patient underwent atrial ablation. Attempts to obtain additional information were made but were unsuccessful. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.